Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. After pre-dilation, a 2.50 x 32mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, resistance was felt and the stent strut was lifted. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. After pre-dilation, a 2.50 x 32mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, resistance was felt and the stent strut was lifted. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
D4. Lot number: corrected from 0028216442 to 0026466533. D4. Expiration date: correction from 10/05/2023 to 11/25/2022. D4. Unique identifier (UDI) #: corrected from updated h9: z-0956-2040. E1: initial reporter city: (B)(6). H4: device manufacture date corrected from 10/05/2021 to 11/25/2020. Device evaluated by MFR.: synergy xd mr ous 2.50 x 32mm stent delivery system catheter was returned for analysis. Examination of the crimped stent via scope found evidence of damage with the proximal stent struts lifted and pulled proximally. The undamaged crimped stent outer diameter was within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip no issues. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. The device could be loaded on a 0.014" test guidewire without issues.

Manufacturer narrative:
D4. Lot number: corrected from 0028216442 to 0026466533. D4. Expiration date: correction from 10/05/2023 to 11/25/2022. D4. Unique identifier (UDI) #: corrected from (B)(4) to (B)(4). E1: initial reporter city: (B)(6). H4: device manufacture date corrected from 10/05/2021 to 11/25/2020.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. After pre-dilation, a 2.50 x 32mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, resistance was felt and the stent strut was lifted. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.